Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 500 mg/dl. Customer had no insulin. Customer's blood glucose value was 500 mg/dl at the time of the call. Customer declined troubleshooting. The product was not returned for analysis.